Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant migration, type ia endoleak and right renal artery occlusion complaints are unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. It was reported that approximately 30 days post-index procedure, the right renal artery stent occluded due to thrombus and was treated with renal chimney stent thrombectomy and distal stent extension. The implant migration and type ia endoleak was reported as potentially iatrogenic during this intervention (thrombectomy); however, this could not be conclusively determined. Device, user, procedure or anatomy relatedness of complaint cannot be determined. Procedure related harms cannot be determined. A planned discharge on postoperative day one following the secondary procedure was reported; however, the final patient status was not stated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system with a right renal chimney stent (non endologix) on (B)(6) 2024 for treatment of an abdominal aortic aneurysm (aaa). Thirty days post procedure, the right renal stent became occluded. The patient was admitted, and the right renal chimney was accessed from the groin, followed by percutaneous mechanical thrombectomy. The chimney stent (non endologix) was subsequently extended distally. Due to procedural manipulation, the alto main body shifted, resulting in a type ia endoleak identified on the final angiogram. The patient was discharged given the high contrast load and the temporary period of renal malperfusion. A computed tomography (CT) scan was performed at the end of (B)(6) 2026. On (B)(6) 2026, the patient underwent reintervention. Medtronic endurant aortic cuff (non endologix), a right renal periscope stent (non endologix), a left renal chimney stent (non endologix), and coil embolization of the aneurysm sac (non endologix) were placed. The type ia endoleak was successfully resolved. The patient has remained asymptomatic throughout the course of treatment, with the exception of the initial renal stent occlusion. Following the procedure, the patient was transferred to the telemetry unit and is scheduled for discharge the following morning.